Manufacturer narrative:
Section d9 was updated due to part return section h6 additional codes added to evaluation code method and result conclusion code remove d15 and add d02 component code remove g07001 and add g02005 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator generated a system error and ventilation stopped. Third-party service provider tokibo (tkb) confirmed reported issue in memory but could not duplicate it. The single board computer (sbc) board and the main control board were replaced as a precautional measure. One sbc board and one control board were received for failure analysis. The returned parts were installed into the ht70 test ventilator. The unit was powered up, ran and generated exception error in memory. The cause of the event was isolated to potential fault in the sbc board & control board. Further action was not required because the event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: section d serial number section g 510 k number section h device mfg date additional codes added to section. H6 evaluation code method and result it was reported that the ht70 ventilator generated a system error and ventilation stopped. The review of log files confirmed that unit generated a system error and an exception device alert. The cause of the observed condition could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that a third party service provider performed the repair. Failure confirmation, cause, or relationship to the event could not be determined since no product was returned for evaluation or made available to medtronic. The ventilator logs were reviewed and the reported system error was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated a system error and ventilation stopped. The patient experienced a cardiopulmonary arrest and was then resuscitated by performing cardiac massage with respiratory assistance by bag valve mask or cardiopulmonary resuscitation (CPR) and medicine administration.